Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had alarm sound and the air supply stopped. The issue occurred during operation check after version update. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed (an error e03 occurred). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air supply operation stopped while the error was generated detecting abnormal operation of the pressure sensor on the main printed circuit board. Olympus will continue to monitor field performance for this device.